Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 248.5 pg/ml accompanied by a data flag. A second sample from the patient was tested and resulted as 11.66 pg/ml. The original sample was then repeated, resulting as 11.13 pg/ml. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 17645200, with an expiration date of 12/31/2017. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was not provided. An issue with pre-analytic sample handling is possible since the customer's centrifugation time was too short in combination with a g-force that was too high. Sample clotting time was also too short. Calibration showed no indication of an issue. Controls were out of range at 15:00 on (B)(6)2017 and a repeat of controls at 15:37 was ok. Other possible root causes for this event include insufficient electromagnetic interference lab compliance, insufficient maintenance, or contamination of the environment with the analyte.